Event description:
The patient experienced no stimulation sensation. The last time she used her patient programmer, she turned the device down low and now it was not working. She last used her patient programmer 3-4 days ago. It was noted that her patient programmer was lost and a new one needed to be ordered. Additional information has been requested.

Manufacturer narrative:
Product ID: 37092, lot# 285240002, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 7743, serial# (B)(4), product type: programmer. Patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient received assistance from the manufacturing representative and their concerns were resolved.

Manufacturer narrative:
(B)(4).